Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 190 mg/dl. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed carbohydrates and sugar to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.